Event description:
Nucletron oncentra visir version 2.0 improperly recorded a pt treatment using a dynamic wedge by indicating the wedge had not completed full cycle. The treatment machine use log file indicated that the wedge had completed the full cycle. Visir treatment printout shows incomplete dynamic wedge treatment.